Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly multiple times. The customer was unable to recall the exact dates. The customer's blood glucose level was in the 500's (mg/dl). The customer delivered a correction bolus via the pump. The customer connected the pump to a power source to charge and the pump turned on. The customer loaded a new cartridge and resumed insulin delivery.